Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va01dyk, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was initially reported that the patient¿s implantable neurostimulator (ins) was explanted. Follow up information received from the healthcare professional (hcp), reported that the cause of the event was that the device was ineffective and that the patient needed an MRI. It was confirmed that the ins and lead component were explanted. Hospitalization was not required for the event. Additional information was requested, but was not available at the time of this report.